Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2010 and two mesh were implanted and another hernia repair procedure on (B)(6) 2011 a mesh was implanted. It was reported that the patient experienced pain, infection and hernia recurrence. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 6/04/2021.